Manufacturer narrative:
The cause of the impedance issue is unknown based on the information available to the firm at the time of reporting. Review of patient history found no previous complaints or incidents involving loss or reduction of therapy. System had been implanted and in use for approximately 2 years prior to the discovery of impedance issues.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2022 to treat lower back and lower extremity pain. In (B)(6) 2024 the patient met with a nalu representative for impedance checks prior to a planned MRI test. Multiple electrodes on the implanted leads returned high impedance readings. Xray imaging showed no signs of component fracture or damage and no signs of migration of any of the implanted components. Surgical revision was performed on (B)(6) 2024 to replace the malfunctioning components.